Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -07.00/+1.0/093 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. (B)(4).

Manufacturer narrative:
A2: date of birth: (B)(6) 2004 claim # (B)(4).